Event description:
It was reported that the patient programmer did not behave as expected. It was noted that the implantable neurostimulator (ins) was programmed and the patient was given access to increase the amplitude. The healthcare professional had the patient show understanding of how to change amplitude to ensure the patient was able to do it when needed after ending clinician programmer session. It was noted that when the patient pushed the plus button it started to hurt. The patient programmer had jumped from baseline programmed amplitude up several tenths of a volt, from around 2.6v to 3 something. The patient programmer was then unresponsive and when the decrease button was released the amplitude started to increase again. The ins was re-interrogated with the clinician programmer. It was set back to baseline amplitude and the issue was resolved. The patient programmer was viewed again and the screen was flashing between poor communication screen and the searching for implant screen. It was noted that they were unable to turn the patient programmer off. The batteries were removed in order to turn the patient programmer off. The patient was instructed to not use the patient programmer to change limits and only to use if they needed to turn the ins off. It was noted that the amplitude had not jumped past set limits. It was further noted that the clinician programmer session was closed before they had attempted communication with the patient programmer. Patient would be scheduled for a follow-up appointment once a new patient programmer was received. The patient programmer would not interrogate. Anomaly appeared to have occurred through product use. There was no indication of patient harm. It was later reported the stimulator had messed up on the patient. The patient was hard to understand. It was noted that it kept going from 2 to 3 or 3.5. It was noted that the patient had gone to the healthcare professional and needed a new device. The trouble with the device had started on tuesday prior to the date of this report, (B)(6) 2014. Additional information received reported the cause of the event was unknown. The event was attributed to the patient programmer. No abnormal impedance measurements were seen. The patient programmer had error messages. No surgical intervention was required. The patient programmer was removed from the patient and batteries were taken out on (B)(6) 2014. The patient had not required hospitalization and patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v328452, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v326878, implanted: (B)(6) 2009, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).